Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.